Manufacturer narrative:
Other - adverse events reported. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 435, gender- (male- 162; female- 273), age (mean age)- 63.35 years pre-op diagnosis: degenerative disease (377 patient), trauma (8 patient), deformity(21 patient), and failed fusion (29 patient). Procedure involved: posterior lumbar interbody fusion (plif), posterior spinal fusion (psf), transforaminal lumbar interbody fusion (tlif) as per clinical study it was reported that a clinical data for a total of 435 patients implanted with the spinal system had been collected. Based on the charted diagnoses, patients were stratified into one of four evidence groups for analysis: degenerative disease (377 patient), trauma (8 patient), deformity (21 patient), and failed fusion (29 patient). In degenerative disease group, postoperative radiographic notes with fusion assessments were available for the 3-months, 6-months, 12-months, and 24-months follow-up time points. 223 out of the 377 patients had radiographic notes specifying fusion status. Successful fusion was noted for 188 of the 223 patients (84.3%) at the last available fusion assessment. In trauma group, 1 out of the 8 patients, 1 had radiographic notes specifying fusion status in at least one of the follow-up time points. Successful fusion was noted for this 1 patient. In the deformity group, 9 out of the 21 patients in the deformity group had radiographic notes specifying fusion status. Successful fusion was noted for 7 of the 9 patients (77.8%) at the last available fusion assessment. In the failed fusion group, 16 out of the 29 patients in the failed fusion group radiographic notes specifying fusion status in at least one of the follow-up time points. Successful fusion was noted for 12 of the 16 patients (75%) at the last available fusion assessment. In the degenerative disease group, 175 of 377 patients were recorded as having an adverse event (ae). In total, 700 aes were recorded across 123 different types of aes. 1 patient had hardware displacement, 4 patient had hardware failure, 13 patient had hardware loosening, 2 patient had hardware migration, 2 patient had malposition hardware, 1 patient had painful hardware, and 1 patient had sensation of hardware, for a total of 25 events. The hardware-related events were attributed to the following implants: 21 patient had pedicle screws, 1 patient had rod-disconnection, 1 patient had sacral screws, and 2 patients had not specified attribute. Postoperative hardware removal in 1 patient, nerve breach & malposition hardware (pedicle screw) in 1 patient. In the deformity group, 18 of the 21 patients were recorded as having an ae. In total, 78 aes were recorded across 35 different types of aes. 5 patient had hardware loosening, 1 patient had hardware subsidence, and 2 patient had painful hardware. The 5 cases of hardware loosening are attributed to pedicle screws. The one case of hardware subsidence is not related to the spinal system. Of the painful hardware reports, one is related to general discomfort and the second is related to iliac screws. In the failed, 5 patient had hardware loosening, and 1 patient had hardware migration. All device-related events were attributed to the pedicle screws. 6 patient had adjacent segment changes, 3 patients had new or worsening pain, 1 patient had osteolysis around hardware, and 3 patients had pseudarthrosis. Overall, the results from this retrospective observational study indicate that spinal system is performing as intended with failure and revision rates consistent with those reported in the literature for lumbar spine procedures. No new or emerging risks were identified.

Manufacturer narrative:
Correction: e2 , e3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.